Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked near the spike of an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4).method: the returned (B)(4) chamber was performance tested by connecting to a waterbag and was visually inspected for damage.results: the chamber filled to a normal level during testing. When the water flow stopped, no leak was observed from the connection between the water feedset tube and the waterbag spike. Conclusion: no fault was found with the returned (B)(4) chamber as it functioned normally during testing, and no leak was observed between the feedset tube and spike.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that water leaked near the spike of an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.